Manufacturer narrative:
Technician found that the head of the bed would not go up as the head valve was not responding. Replaced valve to resolve this issue.

Event description:
Complaint received indicated that the head of bed would not go up.